Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a right common iliac artery aneurysm using a gore® excluder® iliac branch endoprosthesis and a gore® excluder® aortic extender component. On (B)(6) 2018, during a follow up examination the patient was identified with an enlarging abdominal aortic aneurysm along resulting from a type ii endoleak. A procedure was attempted, however, efforts were abandoned due to being unable to 'puncture through'. On (B)(6) 2018, the devices were explanted, and an open repair with aorto-iliac bypass was performed.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - b5: correction to date mentioned in section b5. Follow up examination was on (B)(6) 2018.

Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement and surgical conversion.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a right common iliac artery aneurysm using a gore® excluder® iliac branch endoprosthesis and a gore® excluder® aortic extender component. On (B)(6) 2016, during a follow up examination the patient was identified with an enlarging abdominal aortic aneurysm along resulting from a type ii endoleak. A procedure was attempted, however, efforts were abandoned due to being unable to 'puncture through'. On (B)(6) 2018, the devices were explanted, and an open repair with aorto-iliac bypass was performed.